Event description:
According to the report of (B)(4) 2014, an obvious decline in patient's hearing performance was noticed by guardians on (B)(6) 2013. Head trauma is denied. The patient was explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.